Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported leaking during wear event. Therefore, the cause of the reported leaking during wear event could not be determined. During fluid path testing, a dull needle was observed indicating an inadequate hard cannula. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The customer reported that leaking was observed from the pod. A new pod was successfully applied.